Event description:
As reported, while advancing the sds genesis .035 8.0x29 135 beyond the hemostatic valve, the stent slipped completely off of the balloon and remained directly behind the valve in the airlock. The balloon had not been deflated before insertion into the airlock. The airlock had to be removed with the dislocated device and new material used. There was no reported patient injury. The sds was inserted into an unknown 8f sheath and manually advanced the stent with the balloon as far through the hemostatic valve as possible. The device is expected to be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: while advancing the sds genesis .035 8.0x29 135 beyond the hemostatic valve, the stent slipped completely off of the balloon and remained directly behind the valve in the airlock. The balloon had not been deflated before insertion into the airlock. The airlock had to be removed with the dislocated device and new material used. There was no reported patient injury. The sds was inserted into an unknown 8f sheath and manually advanced the stent with the balloon as far through the hemostatic valve as possible. The product was not returned for analysis. A product history record (phr) review of lot 82219917 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.